Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (alarm 19). At the time of the report, customer's blood glucose level was 253 mg/dl. Reportedly, the customer had back up lantus for continued insulin therapy.